Manufacturer narrative:
No product was returned for evaluation. A direct correlation between the device and the report of elevated ldh could not be determined through this evaluation. Analysis of the log file that was provided by the account was unremarkable. No atypical alarms were captured and the pump remained above the low speed limit for the duration of the log file. The pump appeared to be functioning as intended. The heartmate ii lvas IFU lists hemolysis as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system. This document also provides information regarding anticoagulation therapy and the recommended inr range. This document also provides an explanation of all pump parameters, including speed, power, flow, and pulsatility index (pi). This document explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device - 6 years. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2012. It was reported that the patient¿s lactate dehydrogenase was trending upward at 468 u/l. The patient had also experienced possible seizure activity; however, the CT scan was negative for acute findings. No additional information was provided.